Event description:
It was reported that the patient received therapy due to a far-p oversensing. A chest x-ray confirmed the lead had dislodged. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.